Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The coil was returned protruding from the distal end of the introducer and extremely stretched. The base zap tip was not attached to the coil. There was dried blood in the introducer and on the coil. The introducer was cut in order to remove the coil as it could not be removed by gently pulling. When the coil was retrieved, it was noted to be extremely stretched and only one fiber bundle was attached and the fiber bundle was covered in blood. Microscopic inspection revealed that the base zap tip was broken off the coil. The apex zap tip shape and surface was smooth and no damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as insufficient flush was maintained. (B)(4).

Event description:
Reportable based on device analysis on (B)(4) 2013. It was reported that during a coil embolization treatment procedure, the coil could not be advanced into the microcatheter and the device unraveled. The target lesion was located in the moderately tortuous internal iliac artery. A 6mm x 6.5mm vort-x18 was selected to treat the target lesion. The coil plunger was inserted into the introducer and an attempt was made to insert the coil into the microcatheter; however, resistance was encountered. It was further noted that the connection part between the microcatheter and the introducer sheath had been unraveled. The twist lock was fully opened and intermittent flushing was performed. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed that the fiber bundles were detached.